Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, scratches on the reservoir tube window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were small cracks at reservoir and battery compartments. Customer reported that damage may have been due to bumping into walls and corners. Customer's blood glucose was over 400 mg/dl. Customer was advised that insulin pump would need to be replaced.